Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - how many devices demonstrated the alleged deficiency? - do you have any photos available for visual analysis? - please provide the source or name of person providing answers to follow-up questions: there are 10 left in the partial box and I have a full box. There are no picture or video. (Please refer to the attached email) is who reported to me.

Event description:
It was reported that a patient underwent an unknown procedure in may 2025 and barbed suture was used. During the procedure, per user facility medwatch form, (B)(6) during an unknown procedure, that needles popping off and not as many barbs on suture. Unknown if device is available for return. No adverse patient consequences were reported. Additional information was requested.